Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 600 mg/dl. Insulin injections were administered. Customer went to the emergency room, ketones were present and considered as being dangerous. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Irregular heart rhythm occurred due to dka. Customer was treated with medication and insulin injections. Bg/dka were resolved. Discharge date was (B)(6) 2018. Customer does not believe there was no permanent damage; however, there have been intermittent heart rhythm irregularities. Cause of the event was related to a kinked non-tandem infusion set cannula and to the customer not calibrating the continuous glucose monitor (cgm)(use error). Although tandem technical support advised the customer that the pump does not stop insulin delivery when the cgm is not calibrated, the customer continued to believe that this use error caused the elevated bg.